Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported to olympus that there was a blurry image issue while using the camera head. The issue was found during preparation for use for an unknown procedure. There were no patient involvement associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found the camera cable is not watertight, camera cable is broken, and camera cable is worn out. Based on the results of the investigation, it is likely the following led to the malfunction: it is found that moisture may have entered inside the camera due to the camera cable's watertight defect. In this case, the ccd failed, and it is presumed that the blurring of the images pointed out occurred because the ccd was unable to communicate normally. The water tightness of the camera cable could not be maintained due to a break in the cable, leading to a watertight failure of the camera cable. A definitive root cause cannot be identified. A device history review of the current product was conducted, and no problems were found. This issue is addressed in the instructions for use (IFU): the following is described in the "warnings" section of the instruction manual under "instructions for use": "the endoscopic images and functions are abnormal. If the endoscopic images or functions are abnormal and return to normal spontaneously, there is a possibility that the device has already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation. The following statement is included in the instruction manual "precautions for cleaning, disinfection, and sterilization" and "warnings" in "storage". Do not clean, disinfect, or sterilize this product with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and destroying the electrical circuitry inside the product due to water leakage. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that there was a blurry image issue while using the camera head. The issue was found during preparation for use for an unknown procedure. There were no patient involvement associated with the event.